Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. No broken case at battery compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had broken plastic around the top of the battery compartment. The patient¿s blood glucose level was unknown at the time of the incident. The device was returned for analysis.